Manufacturer narrative:
Patient information was unavailable from the site. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacturing date is unavailable. Concomitant medical products: product ID: 9733467, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery procedure. It was reported that in the middle of the procedure, the em interface screen popped up. The site rebooted the system and the issue was resolved. The local representative (cs) was at the site and was not able to replicate the issue. He believes it was user error. There was a reported delay in the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that the resolution was confirmed on the call.